Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge technical support representative contacted the customer and spoke with the biomed onsite and the biomed stated that the issue was with the room the pumps were used in. The room ended up having bad outlets and the staff did not realize that the pump was running on battery the entire time. The biomed inspected the pumps and found no fault logs related to power issues. They performed preventive maintenance (pm) on both pumps and replaced the batteries. They have seen no further issues with these pumps. This customer does not use getinge for service on their pumps. (B)(6).

Event description:
It was reported that a customer's representative called a getinge representaitve describing that a cs300 intra-aortic balloon pump (iabp) had shut down while plugged into the ac outlet. The customer's representative was not at the hospital and provided to the getinge representaitve the nurse's name and phone number to call to help troubleshoot. The getinge representative called and spoke with the register nurse (rn) who was caring for the patient. She described that both of the hospital's pumps had shut down without notice. One on (B)(6) 2019 about 5pm and one on (B)(6) 2019 before her shift started. She also stated that both pumps had recently been in biomedical engineering for some sort of maintenance. Both pumps were written up and the customer supplied the necessary information. No patient harm, serious injury or adverse event was reported. This report is for the first iabp that was used.